Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, thrombosis and/or plaque dislodgement are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to many patient and or procedural factors that can lead to an increased risk of thrombosis including the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is > 6.0mm. In this case, the patient¿s access vessel mld measured 7.0mm, with moderate calcification and mild tortuosity. The exact cause of the iliac artery dissection and peripheral thrombosis cannot be confirmed. In addition to the procedure itself, patient factors (moderate calcification) and procedural factors (anticoagulant reversal administration) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During the transfemoral tavr procedure, a small dissection of the iliac artery and a clot in the lower leg was noted requiring surgical repair. Following the deployment of a 23mm sapien xt valve and removal of the expandable sheath (esheath), the right femoral artery (rfa) was closed using two proglides. The run-off angiogram indicated a small dissection in the iliac. However, fluoroscopy indicated adequate distal flow to the leg and no intervention was performed. Protamine was administered and the sterile field was broken. A short time later, the right leg appeared flush. Doppler confirmed there was no distal flow to the leg. The vascular surgeon repaired the dissection in the right iliac using a graft. The flow appeared to be restored and the incision was closed. As the sterile field was being broken, the surgical nurses confirmed that there was no arterial flow in the right foot. Full leg angiogram was performed and a clot was noted in the calf area. The vascular surgeon returned and the thrombus was successfully removed. Full arterial flow was confirmed on angiogram. Per the discussion with the physician, the administration of the protamine likely caused the initial ischemia. However, it could not be determined if the distal thrombus was the result of the tavr procedure or the iliac dissection repair. The access vessel minimal luminal diameter (mld) was 7.0mm, with moderate calcification and mild tortuosity noted.